Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and contrast keypad buttons were found to be intermittently unresponsive; the ok button responded appropriately. During investigation, contamination was found under the up, down, and contrast key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated that all the keypad buttons were intermittently unresponsive. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.